Event description:
Boston scientific received information that during a routine follow-up appointment, it was determined this right atrial (ra) lead likely dislodged as there was no sensing or capture. The patient reported that after the system was implanted, he had physical therapy and that may have impacted the lead's position. The patient was not having any issues or symptoms. A lead revision was anticipated, however, the patient was moving out of state and was going to schedule it on a return visit. At this time, the lead remains in service.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this previously dislodged right atrial (ra) lead and the implantable cardioverter defibrillator (ICD) was reprogrammed to pace and sense in the ventricle only, thus electrically abandoning the ra lead. Over four years later the shocking lead impedance for the right ventricular (rv) lead was greater than 200 ohms. A revision procedure was performed which found that the ra lead had snagged on the proximal coil of the rv lead causing some rv coil separation. It was also observed that the ICD was not properly seated in the pocket. During the revision the physician properly seated the ICD in the pocket. The rv lead was left in service with the shock configuration changed from triad to distal coil to can only. Defibrillation threshold (dft) testing during the procedure was successful with shock impedance of 79 and 80 ohms. The ra lead was explanted and replaced. No additional adverse patient effects were reported.